Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting and could impact insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Follow-up #2: date of submission 06/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/02/2016 with the following findings: a review of the pump¿s black box revealed the data from the date of the complaint had been overwritten. The original complaint was unable to be duplicated. There was no evidence of loss of prime in the current black box. The rewind, load and prime steps were performed correctly with no alarms. The force sensor calibration passed within specification. The pump was exercised for 24 hours with no loss of prime occurring.